Manufacturer narrative:
Model number/catalog number: sc-2366-70; serial number: (B)(4); batch/lot number: 50239325/5024106/5024407 ; model/catalog description: linear 3-6 lead 70 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was admitted to the hospital due to skin breakage as one of the peripheral leads was sticking out of the skin. The patient underwent a lead revision procedure and was doing well postoperatively.